Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. The clinician replaced the pads to continue to treat the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs from 5/7/25 and 5/15/25, observed no events where defibrillation pads were attached to the multifunction cable. The log showed the unit performed a 30j test everyday between those dates and that the multifunction cable was never removed from the short. This has been closed as unsubstantiated. No trend is associated with reports of this type.